Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Red status indicator flashing. No patient involved.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2010 and that it had performed to specification up to and including the (B)(6) 2017. The device recorded no further log entries for approximately 6 months, suggesting the pad-pak had been removed during this period. On the (B)(6) 2017, a pad-pak was inserted and the device failed an auto self-test due to a low battery. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led. An additional low battery fail was recorded later that day during a manual power cycle. No further log entries were recorded. A test pad-pak was inserted into the device and failed to power on. Upon further investigation it was found that the pad-pak fuse had blown. The device was disassembled to investigate. The root cause of the reported fault could be attributed to the failure of a capacitor. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Red status indicator flashing. No patient involved.